Manufacturer narrative:
Product analysis: analysis confirmed the customers comment that during interrogation the programmer shuts down as it was observed that while not damaged, there was a short circuit in the cable of the radio frequency (rh) head that after any movement of the cable would cause the programmer to shut down. A crackling sound was audible from the power suppl and the power supply went into stand-by mode. It was also noted that printer paper tray was empty. The device was cleaned. The cable and label of the rf head was replaced. Paper was added to the printer. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer blacked out during an update along with a crackling noise resulting in the programmer being impossible to update. The programmer is expected to be returned for service. There was no patient involvement reported. It was further reported that the programmer shut down / powered off during a software update. It was further reported that the programmer was returned for service